Manufacturer narrative:
Qn#(B)(4). The customer returned one PICC set with catheter and swg assembly. The catheter showed signs of use with dried blood in the catheter body and both extension lines. Visual inspection revealed a clump of blood in the proximal extension line but no other obvious defects or anomalies. The tip of the catheter had been cut. The catheter body measured 3.375" in length which is not within product specifications of 15.625-16.125" per catheter drawing because it had been cut. This implies that 12.25-12.75" was missing. After functional testing was performed it was hypothesized that the leaking section could have been cut off. Functional testing was performed by connecting the distal extension line of the catheter (the proximal line was blocked) to the lab leak tester and clamping off the distal end of the catheter. There should be no liquid leakage from the PICC catheter in the form of a falling drop when tested at 300 kpa for 30 sec when tested per bs en iso-10555-1:2013 annex c. The leak tester was turned on and the pressure was increased to 300 kpa and held for 30 seconds. No leaks were observed from any region of the catheter while testing. A device history record review was performed and two non-conformances were found; however, since the leak was not confirmed with the returned catheter and no problem was found, neither of these non-conformances were determined to be relevant. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. Do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer reported issue of the catheter leaking in use was not determined during the sample investigation. Visual, dimensional, and functional inspections were performed and no issues were identified. The leaking section could be missing due to a large portion of the catheter body being cut, but this cannot be confirmed without the rest of the sample. A device history record review was performed and no relevant findings were identified. As no problem was found with the returned sample no further action shall be taken at this time. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported that "after arrow PICC insertion, the flow failed , and the patient oozing was severe that the PICC catheter was removed".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after arrow PICC insertion, the flow failed , and the patient oozing was severe that the PICC catheter was removed."